Event description:
The infusion pump module malfunctioned. An alarm sounded, and displayed "channel error." The pump was turned off and sequestered for repair. Biomedical testing results:the error log has several 240.4150 "bottle sensor broken high" errors. The upper pressure sensor was replaced, and the unit was returned to service. There is an ongoing issue with the sensors. The unit passed the manufacturer test procedure.====================== manufacturer response for infusion pump, alaris pump module, 8100======================the manufacturer replaced the upper pressure sensor with a new one supplied at no charge on the appeasement program.